Event description:
During an upper endoscopy procedure, the physician was attempting to use a cook endoscopy esophageal z-stent with dua anti-reflex valve to bridge an esophageal stricture. The physician was unable to advance the introducer system over the pre-positioned savary wire guide. The procedure was completed using another stent with the same catalog number. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report. The proximal end of the guiding catheter is wavy in appearance, suggesting excessive pressure had been applied to the introducer. The distal end of the introducer was advanced over a savary wire guide, but resistance was met approximately 34cm from the distal end. The inner guiding catheter exhibited a kink that corresponded with the area that met resistance during wire guide advancement. The hole in the introduction system that accepts the locking key is slightly stretched. The locking pin was in place when the device was returned. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conclusively determine a cause for the reported observation. The most likely contributors to the reported difficulties is applying pressure to the introducer after resistance is encountered and failure to dilate the stricture prior to advancement. Additional information provided with this report indicated the stricture was not dilated prior to the stent deployment attempt and difficulty was encountered during introducer advancement. Applying excessivre pressure in response to resistance during system preparation or advancement over the wire guide is the most likely contributor to the damage that was observed on the introducer. Our evaluation suggests added pressure was applied toi the introducer. Damage to the introducer, such as kinking, can occur if the device experiences excessive force during use and/or general handling. The instructions for use for this product line advise the user to inspect the device for kinks or bends prior to use. If a discrepancy is noticed, the product should not be used. During our evaluation, the locking key hole in the introducer showed evidence of stretching. This suggests the introducer received excessive pressure, perhaps in an attempt to prepare the stent for deployment, with the locking key in place. The instructions for use advise the user toi remove the locking key prior to stent placement. Prior to distribution, all esophageal z-stents with a dua anti-reflux valve are subjected to a visual and functional inspection to ensure device integrity. This includes inspecting for kinks and advancing a wire guide through the introducer. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action is warranted at this time because the observation may be related to use and/or product handling factors. Customer quality assurance will continue to monitor for complaint trends.